Manufacturer narrative:
Image review: a still image was returned for evaluation, the image shows the guide catheter present in the image and also appears to show a stent present in the vessel. There is no evidence of the detachment in the vessel. (B)(4).

Event description:
A 2.75 x 30 resolute integrity stent was successfully deployed in the distal rca. A 3.0 x 38 resolute integrity stent was then delivered to the mid rca over a non-medtronic wire. The lesion was moderately tortuous with severe calcification and 95% stenosis. The rca was calcified with 90 degree bend. There was a previous stent in the mid rca that was patent. The device was removed from its packaging per the IFU, inspected and negative prep performed with no issues noted. Lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that the stent would not go inside the distal stent to get overlap on deployment. The physician removed the stent without incident or resistance. Physician then wired the vessel with a non-medtronic wire and went back down with the resolute over the wire without resistance. No issues were noted prepping the stent the first or second time. They started to deploy the stent and at 10 atm they could not keep the balloon up. The physician tightened the stopcock and inflation device a nd attempted to go up again, but the balloon still would not hold pressure. This resulted in the stent only being partially deployed. An attempt was then made to remove the balloon. Sufficient time was given to the balloon to inflate and deflate prior attempting to remove the device from the patient. When pulled, the balloon would not come away from the stent. Resistance was felt when pulling out, but not an unusual amount. With respect to the partially deployed stent, it is reported that they 'pulled negative a few times. It wasn't obvious that stent was deployed at all. When balloon wouldn't hold pressure, operator just pulled to remove.' When they removed the shaft they noticed it had separated and it was all stretched out. Part of the product remained in the vessel. Physician then spent the next 90 minutes trying to snare the shaft, but was unsuccessful. The patient had to have bypass surgery to remove the product from the vessel. Blood flow was not compromised during the event. The surgeon pulled out a piece of the delivery catheter that was approximately 18 inches long that was stuck in the vessel by the stent and up the ascending aorta and down the descending aorta. Surgeon attempted to pull out the stent, but could not. It was partially deployed in the artery. Surgeon successfully bypassed the rca. Both pieces of the delivery catheter were sent to pathology for examination. The cardiac surgeon reported that the surgery went well and the patient is doing well post surgery.